Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm/injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of white and black unknown contamination (dust like), inconsistent with degraded sound abatement foam, and some very small potential hairs at the air input of the blower box, black contamination which is consistent with keratin present at the air outlet of the blower box, brown, white, and black unknown contamination which is inconsistent with degraded sound abatement foam is present on the bottom of the blower box, some of the contaminations were stains and could signal potential liquid ingress, white (dust-like) unknown contamination on top and inside the blower motor and on top of the blower box, light black dust marks on the inside top and rear panel, black contaminants and black stains in the blower box. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found 2 instances of 53 and 1 instances of 176. The manufacturer concludes there was evidence of black contamination which is consistent with keratin present at the air outlet of the blower box, white and black unknown contamination (dust like) inconsistent with degraded sound abatement foam, brown, white, and black unknown contamination which is inconsistent with degraded sound abatement foam is present on the bottom of the blower box, some of the contaminations were stains and could signal potential liquid ingress, white (dust-like) contamination on top and inside the blower motor and on top of the blower box, light black dust marks on the inside top and rear panel, black contaminants and black stains in the blower box. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Section d9, g3 and h6 has been updated in this report.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm/injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.